Event description:
Reporter indicated that the patient had used a "cow" magnet to initiate stimulation while pt was away from their cybermagnet. After using the "cow" magnet, the patient's device reportedly "locked up". The patient reported that the device was stimulating erratically, sometimes stimulating longer than other times and sometimes not stimulating for a while. At office visit on 04/2002, the patient's device was reset successfully, however, the patient's initials were programmed into the device after the device was set to 1.75ma output current, causing the output current to be reset to 0ma as designed. The patient was not receiving vns therapy for two months at which time the device output was re-programmed correctly. Device diagnostic testing at office visit on 06/2002 was within normal limits, indicating proper device function. User error during device reset is believed to be the cause for the 0ma output current condition. The patient is reportedly receiving benefit from the vns therapy. No adverse event was reported during the time that the patient was not receiving vns therapy. Investigation to date has been unable to determine the cause of the reported erratic stimulation.